Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. There was no patient involvement. There were no reports of a patient injury or harm.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. The device is considered as in use when the issue was found. There were no reports of a patient injury or harm.